Event description:
It was reported that during an unknown procedure, it was observed that the device jammed with a white reload; and it was necessary to use the reload button to open it. Another echelon opened, and a new charge was loaded. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4) date sent: 2/17/2026 d4: batch #751d88. Additional information was requested, and the following was obtained: 1. Please provide the account/facility name (B)(6) hospital/ dr (B)(6). 2. Was the procedure extended? If yes, how long (minutes). They opened another endocutter. 3. Please provide more details about the device quality issue. The third shot could not be fired. 4. Was the firing sequences started? If yes, was the firing sequence completed? Yes, but it could not be finished. 5. Did the device deliver any staples? The first two shots. 6. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? No, since it could not be fired, another endocutter was opened 7. Were there staples missing from the staple line? No. 8. If yes, was the staple line complete? 9. Did the device cut? Yes, in the first two shots 10. If yes, was the cut line complete? Yes 11. If yes, was there any issue with the cut line no. 12. Was there any difficulty opening the device jaws? Yes, it was solved with the reverse button. 13. If yes, what steps were taken to open the jaws. They used the reverse button 14. If the jaws could not be opened, how was the device removed. Yes, they opened the jaws. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with two gst60w reloads present. The reload (b) was received fully fired with no apparent damage. The reload (c) was received fully fired with slightly damage on reload deck. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The damage to the reload (c) is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The event described of would not fire and difficult to open could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device psee60a lot number a98v6u and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 751d88, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.